Event description:
The customer reported being hospitalized due to high blood glucose of 371mg/dl. Troubleshooting was performed. The customer was experiencing unexplained high glucose for the past day. The customer stated that she contacted her endocrinologist and suggested to adjust her temporal basal rates. The customer stated that she adjusted the basal rates and her glucose level has dropped. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.